Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the pump battery lasts less than a week and also found replace battery alarm without a low battery warning. Troubleshooting was performed and advised the customer to use an aa alkaline. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and the pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, and active current test. The pump failed the self test. Test p-cap and reservoir locked properly into the reservoir compartment. Rewind anomalies were not noted during testing, however, pump error 63 alarmed during the self test. After reviewing the pump memory, found no rewind anomalies on the event date of (B)(6) 2022. Successfully downloaded pump's history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump alarmed three replace battery alerts on the event date of (B)(6) 2022 at: 08:59:00.000, 09:09:00.000 and 09:09:11.000. Pump alarmed a replace battery now alarm on the event date of (B)(6) 2022 at 09:30:00.000. Pump alarmed a power loss alarm on the event date of (B)(6) 2022 at 09:59:08.000. Pump alarmed a low battery alert on (B)(6) 2022 at 23:28:01.000, and pump alarmed two low battery alerts on the event date of (B)(6) 2022 at 09:48:00.000, and 09:54:19.000. All three low battery alerts noted were expected. Pump alarmed five failed battery tests on the event date of (B)(6) 2022 at 09:43:20.000, 09:43:45.000, 09:54:19.000, 09:58:32.000, and 10:48:56.000. Pump also alarmed a pump error 63 on (B)(6) 2022 at 20:28:21.000 (variable #: 3). Pump was cut open to perform visual inspection found a broken trace on the u1 chip on the keypad assembly, and moisture damage on the force sensor. Motor was tested outside the pump case on the ngp system test board and passed. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, and label damage. Pump error 63 was confirmed during testing (variable #: 3) due to a broken trace on pins # 6 sda and #1 vdd on the u1 chip at the keypad assembly. Rewind anomaly was not confirmed during testing. Battery lasts less than expected was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.